Event description:
Report 2 of 2. The customer contact reported the device slipped down an IV pole, subsequently, a spill of a chemotherapeutic agent was noted. On an unspecified date and time, the device programmed to deliver an unspecified concentration of taxol and the delivery was started. No specific device programming was provided. After an unspecified length of time, the customer contact reported that while the husband was assisting his wife to the bathroom after the delivery was complete, the device slipped down the IV pole. At that time, the piercing pin of the tubing set pulled out of the solution container and an unspecified volume of chemotherapeutic agent spilled onto IV pole, the husband's hand and the floor. The device was removed from clinical service. The nurse instructed the husband to wash his hands with soap and water. The solution that spilled was cleaned according to the user facility's protocol. The customer contact reported approximately "50ml was left in the bag and 7-8mg of taxol." There were no reported adverse effects to the husband. No medical interventions were required. During testing at the user facility, the device remained securely attached to the IV pole after the pole clamp was applied. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. During testing at the user facility, the device remained securely attached to the IV pole after the clamp was applied. (B) (4). (B) (4).